Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india needles are bending and breaking. This has occurred on 10 occasions. The following information was provided by the initial reporter: I am a senior citizen,type 2 diabetic & a heart patient. I had been using bd glide insulin syringes 6mm for past 10 years for taking lupisulin injection thrice daily. But I am sorry to say that the quality & strength of needle (metallic portion) have degraded to very low quality for past 3 months. While injecting into my body(belly) the needles are either bent/curved or broken which is highly dangerous. The quality of metal/ alloys used are very very low standard & lack of recommended tension to prick into the body. Please revive to the original metallic quality or stop importing to india. Pls. Do not play with the lives of senior citizens during this covid-19 period.

Manufacturer narrative:
The following fields have been updated with corrections: b.3. Date of event: (B)(6) 2020. G.4. Date received by manufacturer: 2020-10-27.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india needles are bending and breaking. This has occurred on 10 occasions. The following information was provided by the initial reporter: I am a senior citizen, type 2 diabetic & a heart patient. I had been using bd glide insulin syringes 6mm for past 10 years for taking lupisulin injection thrice daily. But I am sorry to say that the quality & strength of needle (metallic portion) have degraded to very low quality for past 3 months. While injecting into my body(belly) the needles are either bent/curved or broken which is highly dangerous. The quality of metal/ alloys used are very low standard & lack of recommended tension to prick into the body. Please revive to the original metallic quality or stop importing to (B)(6). Pls. Do not play with the lives of senior citizens during this covid-19 period.

Event description:
It was reported that syringe 1.0ml 31ga 6mm u40 10bag india needles are bending and breaking. This has occurred on 10 occasions. The following information was provided by the initial reporter: I am a senior citizen,type 2 diabetic & a heart patient. I had been using bd glide insulin syringes 6mm for past 10 years for taking lupisulin injection thrice daily. But I am sorry to say that the quality & strength of needle (metallic portion) have degraded to very low quality for past 3 months. While injecting into my body(belly) the needles are either bent/curved or broken which is highly dangerous. The quality of metal/ alloys used are very low standard & lack of recommended tension to prick into the body. Please revive to the original metallic quality or stop importing to india. Pls. Do not play with the lives of senior citizens during this covid-19 period.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for bending during use due to unknown lot number. Unable to perform DHR check for breaks off during use due to unknown lot number.